Event description:
Senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
On (B)(6) 2025, the user reported that the system showed results that were different from glucometer measurements. Based on the escalation analysis, a sensor replacement was approved due to system performance concerns, and the sensor was requested for further investigation. However, the sensor was not returned to senseonics by the closure of this complaint. The user reported a bruise at the insertion site and stated that they were taking a low dose of doxycycline daily. Customer care reminded the user that tetracycline use with the eversense 365 cgm system may falsely lower glucose readings, as described in the user guide. A review of the sensor data revealed depressed signal levels, likely was likely attributable to the recent insertion (3 days ago), as the system was still stabilizing after the procedure. This likely contributed to the inaccuracies observed by the user. A replacement sensor was provided to the user as part of the resolution. B4. Date of this report 24 nov 2025. G3. Date received by the manufacturer? 24 nov 2025. H6. Type of investigation updated to 4114, 4121. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 22.